Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical attention. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g7.

Event description:
It was reported that the patient had to call the paramedics with hypo/hyperglycemia. The patient's blood glucose levels on the omnipod reading 45 mg/dl but the actual blood glucose reading was 330 mg/dl. The medical professionals administrated insulin when the ambulance arrived and took the patient to hospital. No information was provide on the duration of the medical event. Three follow ups were attempted but no new information was able to be gathered.